Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated and was confirmed via x-ray. The patient underwent an explant procedure and the explanted lead was discarded per hospital policy.